Event description:
Related manufacturer report number: 2017865-2023-23768. It was reported during routine generator change out that the atrial and right ventricular leads were revealed to have insulation damage. Both leads were capped 9 jun 2023 and successfully replaced. The patient was stable and asymptomatic.